Manufacturer narrative:
Reporter provided a catalog number of 21-4474-24, however, the reported lot of 87 x 006 corresponds with 21-4477-24. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that approximately three months after implantation, a port study showed a kink in a deltec® port-a-cath® ii implantable venous access system. The catheter was surgically removed and replaced with a new one. No permanent injury was reported.